Event description:
It was reported that the arctic sun device keeps alerting patient line open and low flow. They have already tried disconnecting and reconnecting the pads multiple times with no success. Water flow rate (wfr) was 0 l/m. 4 pads connected, patient temperature (pt) was 36.5c, targeted temperature (tt) was 36c. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 10c. System diagnostics, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.7 psi, circulation pump command (cpc) was 86 percentage, mixing pump command (mpc) was 26 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 12800.4, pump hours were 11631.8. Added pads back in manual control chiller temperature (t4) was 13.2c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.7 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0. Disabled manual control and restarted therapy with pads connected. Water flow rate (wfr) was dropped to 0 l/m and device began alerting low flow. Advised to swap out. Dyzjy059 per review of wo, biomed stated that the nurse was having flow issues, they described that the water only flows through the upper torso pads and not the lower thigh pads, they stated that they think something was wrong with the pump. Per follow up information received via phone on 10jun2025, spoke with biomed who stated this device was still unrepaired in the workshop. They have a part source pump available, but with the device's high hours it will need a full package repair. They will contact technical support with their decision. Per sample evaluation results on 15aug2025, tank seals lifting from the tank. Chiller molded tube had small holes when removed. Flowmeter impeller was found to be sticking.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the issue was related to the circulation pump. (Arctic sun 5000) no error code observed. Circulation pump was serviced. Tank seals were lifting from the tank. Chiller molded tube had small holes. Flowmeter impeller was found sticking. Device underwent 2000 hr pm procedure. Tank seals were replaced. Chiller molded tube was replaced. Flowmeter was replaced. Mixing pump was serviced. Manifold o-rings, drain valves, double bend tube, chiller evaporator outlet tube and coin cell were replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps alerting patient line open and low flow. They have already tried disconnecting and reconnecting the pads multiple times with no success. Water flow rate (wfr) was 0 l/m. 4 pads connected, patient temperature (pt) was 36.5c, targeted temperature (tt) was 36c. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 10c. System diagnostics, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.7 psi, circulation pump command (cpc) was 86 percentage, mixing pump command (mpc) was 26 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 12800.4, pump hours were 11631.8. Added pads back in manual control chiller temperature (t4) was 13.2c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.7 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0. Disabled manual control and restarted therapy with pads connected. Water flow rate (wfr) was dropped to 0 l/m and device began alerting low flow. Advised to swap out. (B)(6)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.